Event description:
Patient received hair removal treatment on her face and presented with burns. The physician prescribed oral steroids as a prophylactic precaution.

Manufacturer narrative:
Cynosure technician inspected handpiece and it is functioning within specification.